Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the batteries could not be fully charged when installed into lab use only (luo) testing equipment. Both batteries were charged to a tnac of 18.0000 ah. Both batteries met the minimum voltage of 12.5 volts direct current (vdc) but failed to meet the minimum conductance of 375 siemens (s). The pst installed the power manager module to the luo testing equipment and a 'system computer needs service' message displayed on the central control monitor (ccm). The pst installed the luo power manager module and the message did not display. It was determined that both batteries and the power manager module were defective.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced both the hlm batteries. The fsr ran release testing and the hlm dropped below five amp hours (ah) which is out of specification. It was determined that the hlm was in need of a new power manager board. The power manager board was replaced. The unit operated to the manufacturer's specifications. The suspect parts will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) battery was not charging. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.